Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: operative record. Pre/postop procedure: ventral hernia. Procedure: laparoscopic ventral hernia repair with mesh. Specimens: none. Complications: none. Condition on transfer: stable on transfer to recovery. Indications for procedure: the presence of a symptomatic ventral hernia after gastric bypass. Procedure in detail: ¿after the patient was brought into the operating room and carefully identified by (B)(6) by reading on the patient¿s arm bracelet, the patient was placed supine on the operating table and adequate general anesthesia was provided. At this time, the patient¿s abdomen was prepped and draped in the standard surgical fashion. A foley catheter and scds were previously placed. We proceeded to perform a left upper quadrant transverse incision using the number 11 blade. A veress needle was then introduced into the patient¿s abdomen easily. A pneumoperitoneum was achieved to a pressure of 15 mmhg with co2. At this time, we introduced a number 12 bladeless trocar into the patient¿s abdomen easily. This was done under direct visualization and with the use of the standard surgical technique. At this time, we evaluated the patient¿s abdomen easily. There was a very large midline ventral hernia with some omentum and bowel stuck within the hernial sac. We placed three other ports in the right side of the abdomen in the same fashion. They were two 10 mm ports and one 12 mm port. With careful traction, we were able to dissect the portion of bowel free from the hernial sac. This was done with the use of endoshears and the use of electrocautery. After all the adhesions were taken down, we measured the defect to be approximately 20 x 35 cm in diameter. At this time, we proceeded to perform a very small midline incision on top of the patient¿s previous scar with a number 11 blade. We were able to introduce a dual gore-tex mesh into the patient¿s abdomen easily. This mesh was laid open into the patient¿s abdomen and it was carefully stapled with an endostapler device to cover all of the fascial defect. This was done easily. Then, the peritoneum was released and all the ports were retrieved. There was no bleeding visualized at this time. There was no injury to any bowel visualized during the procedure. We proceeded then to close the midline incisions with a 3-0 vicryl suture in an interrupted fashion to cover the mesh. Then, all the skin edges were reapproximated with skin staples. The patient¿s abdomen was then clean and dry, and it was covered with 4 x 4s and tegaderm. The patient was then awakened from anesthesia and transferred to recovery room awake, alert and in good condition. There was no complication in this case. (B)(6) was present throughout the case. The patient tolerated the procedure well.¿ (B)(6) 2005: implant sticker. Gore-tex dualmesh biomaterial. Item#: 1dlmc08. Lot#: 01674593. Item: dual mesh. Location: abdomen. The records confirm a gore® dualmesh® biomaterial ((B)(4)) was implanted during the procedure. (B)(6) 2006: operative report. Pre/postop diagnosis: incisional hernia repair, status post gastric bypass and status post laparoscopic ventral hernia repair. Procedure: exploratory laparotomy, lysis of adhesions, removal of gore-tex mesh, primary repair of ventral hernia, mesh placement and abdominoplasty. Drains: two blake drains in the subq to drain the subq space. Complications: none. Urine output: 500 cc. Implants: one marlex mesh. Specimens: gore-tex mesh. Disposition: condition was stable. Findings: positive hernia sac plus gore-tex mesh. The patient is a known patient who was operated on by (B)(6) in the past having an open gastric bypass. She developed an incisional hernia that was fixed laparoscopically by (B)(6). Procedure in detail: ¿the patient was taken to the operating room and placed in the supine position. After adequate sedation, anesthesia was induced with no problem. She became intubated without any issue. We proceeded to prep and drape the patient in standard surgical fashion and performed a midline incision with the help of a knife very carefully in order to avoid any contact with bowel protruding to the hernia. The abdominal wall was opened carefully with the help of a knife and the bovie as well as a crile clamp. Once we were able to localize the fascial defect, we were able to get in the subfascial plane without any problem identifying the gore-tex mesh overlying the abdominal cavity. Then we created a plane between fascia and the gore-tex mesh and proceeded to close the fascia. We lifted up the gore-tex mesh and proceeded to open a small hole in this one making sure we did not injure any bowel below the mesh. The mesh was detached from the submesh plane without any problem and we were able then separate the hernia sac from the mesh without any problem. A [sic]. After we went all the way around up to the perforated staple line, we were able then to open the sac slightly on each side and approached the mesh from the other side and were able to remove the mesh completely without any injury to bowel or the sac. The sac was left intact. We proceeded then to isolate the sac from the fascia obtaining a very nice and clear fascial edge. Then the sac was opened, and all the excess was removed having a completely intact bowel and freely inside the belly after we performed some degree of lysis of adhesions on this area. We then proceeded to free up the fascial edge from the top which was done without any problem with the help of bullets and kochers, and after we obtained a very nice plane, we proceeded then close the fascia with no tension primarily with 0 prolene starting from each corner and meeting in the center. We used the fish in order to prevent any injury to the bowel. After we closed the fascia, we proceeded then to confirm adequate hemostasis. It is important to mention that before we closed the fascia, we also cleaned it in order to obtain a very clear and nice delineated fascia. Then we proceeded to place an overlay mesh on top of our repair which was nicely trimmed and extended all tight with the help of staplers. After adequate hemostasis, 2 blake drains were placed in the space. We proceeded then to perform the abdominoplasty, which was done without any problem resecting all the excess skin and approximated the subq tissue with 3-0 vicryl and the subcuticular stitches for skin with 4-0 vicryl. The drain stitches were placed. The wound was closed, as said before. Everything was clean, and steri-strips were placed on top of the wound without any problem. The patient was successfully extubated and transferred to the recovery room in stable condition.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2006 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent a laparoscopic ventral hernia repair on (B)(6) 2005 whereby gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, hernia recurrence, surgery to remove mesh. Additional event specific information was not provided.